Event description:
A consumer reports blurry vision at all distances following bilateral intraocular lens (iol) implant surgery. She states her vision is better since surgery and she sees well with glasses on, but she believed she would not need glasses except to read small print. The consumer has a history of glaucoma and had high iop following surgery because she was told to discontinue her medication early. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Th product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 05/01/2008, 05/02/2008 and 05/08/2008 by phone, mail and fax. Additional information was received 05/02/2008 by phone. A completed questionnaire has not been received. This report was mailed to FDA on 05/23/2008.